Event description:
Multiple incidents noted - started 2020 and ongoing. Medication bags have been found to contain significantly more volume remaining in the bag than the pca pump indicates as the remaining reservoir volume. Concern for patient under-dosing. Discrepancy examples: 1. Pump indicated 0 ml remaining, but 47 ml were measured remaining in bag. 2. Pump indicated 8.5 ml remaining, but 55 ml were measured remaining in bag. 3. Pump indicated 0 ml remaining, but 67 ml were measured remaining in bag. Testing has revealed several volume discrepancies of 10-30%. Manufacturer response for pca pump, cadd solis 2110 (per site reporter). Biomed team communicating with manufacturer re: 5 pumps which were sent for their evaluation, results of their investigation currently pending.